Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2019, the surgeon implanted a ph cage in the patient. During the procedure, a surgical resident attempted to manipulate the plate on the bone when a 36 mm 3.5 cortex screw pulled through the distal oval slot of the plate. The screw was removed, and there was no delay in the completion of the surgery.